Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Customer reverted to a manual injection for insulin therapy. Customer changed supplies to address the occlusion alarms and resumed insulin therapy. Customer's blood glucose level was 203 mg/dl.